Event description:
The patient claimed the animas insulin has power issues. The subject pump allegedly would self reboot, has loss of primes, occlusion issue, and cs alarms. There was evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no power issues noted in the black box history. The battery compartment was found to be cracked. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide also warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. There was no corrosion found in the battery compartment or on the battery cap. There was no damage found to the battery cap. The battery cap was found to tighten securely to the pump with no loss of power issues. The yellow o-ring was not visible. The rewind, load and prime steps were performed on the pump with no loss of power issues and no alarms noted. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power or alarms noted. The pump's case was removed and no defects were found with the power circuits.